Event description:
Product information was received from the implanting facility.

Event description:
The physician reported that the device was unable to be communicated with. An error message was received "failed to receive all bytes in sequence". It was reported that it is unknown when the generator was at end of service and that the patient was last seen on (B)(6) 2014.

Event description:
The patient underwent generator replacement. It was reported that the generator was unable to be interrogated multiple attempts. It was reported that the explanted generator was discarded at the surgeon's request; therefore, no analysis can be performed.

Event description:
It was reported that the patient's generator was unable to be interrogated with multiple programming systems. The patient was referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
The implant card was received that indicated that the generator was replaced due to battery depletion, unable to interrogate due to battery depletion.